Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. The 90% stenosed, de novo target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery, with a significant bend between 45 and 90 degrees. The lesion was pre-dilated and the 4.5x12mm taxus liberte stent was advanced however was unable to cross the lesion. The procedure was completed with a 4.0x12mm taxus liberte stent. No patient complications were reported and the patient status is stable, however returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination identified distal stent damage. The struts on the first row on the distal end of the stent were misaligned. The remainder of the stent, tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).